Manufacturer narrative:
Codes provided in MDR 3005477969-2011-00170 follow up #001 were erroneous. No devices have been returned to manufacturer's analysis.

Event description:
It was reported that the patient underwent hip revision due to leg length discrepancy and pain.